Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) produced a fault code error message during a follow up after the patient had received a shock.